Event description:
It was reported that during a case the catheter seemed soft and kinked repeatedly. Physician didn't notice that the tip had broken off in disc until later when using a second catheter. At the time of this report the physician hasn't decided whether to retrieve the broken piece or not.